Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s continuous glucose monitor showed a peak of 185 mg/dl for about one hour after a snack, after which the ilet responded and glucose returned to the lower range; the patient and spouse sought guidance on whether to meal announce at dinner when glucose was at the low end of the range and were advised to hold off to avoid hypoglycemia. Symptoms included transient hyperglycemia without reported hypoglycemia or other adverse effects. Outcomes included return of glucose toward target without need for additional medical intervention. Investigation included review of pump response, meal timing, and patient use of meal announcements. Investigation of this case revealed that glucose elevation was attributable to a snack and that the device delivered insulin appropriately in response to the elevated reading, with no evidence of device malfunction or infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of carbohydrate intake and meal announcement rather than a device problem.